Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to perform several troubleshooting steps, including pressing the pump button and connecting it to a power source. Eventually, the pump display turned on, and it was confirmed to be functioning as intended. The customer acknowledged that the wake button was now working appropriately.